Event description:
A zoll pt service rep (psr) contacted zoll customer support while assisting a (B)(6) female pt to report a service code 202. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (code 202 (pt parameters corrupt) is being investigated. A root cause investigation is currently being performed by engineering. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the damaged monitor. The pt was issued a replacement monitor.